Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right hemisection, the safety button was pressed but the device broke and did not fire while performing a jejunum to jejunum anastomosis. A new device was used to resolve the issue and complete the case. There was no patient injury.